Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020 . The programmable values on the device were changing when the settings were opened; however, none of the changing values were actually accepted and implemented by the device, and the user was able to make and accept changes. Additionally, the flickering was the rapid changing of the numbers not the overall display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03aug2020.

Event description:
During performance verification testing, the customer's biomed noticed that the navigation ring was not working. In addition to the non-responsive navigation ring, the screen was fluttering, and it was difficult to change and accept values. None of the values changed by themselves, and the delivered therapy did not change. There was no patient involvement. The field service engineer verified the reported failure and noted additional malfunctions: inability to change and accept settings when desired, as well as jumping values and unintended settings changes resulting in therapy delivery changes. The field service engineer replaced the full front bezel, which resolved the problem. The field service engineer completed performance verification testing, which the device passed, and he returned the unit to the customer for clinical use.